Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the hospital 2 days post implant for an unreported reason. The lead exhibited intermittent capture. An invasive procedure was performed. The lead was repositioned. During a pre-discharge check one day later, intermittent capture was again observed when the patient stood up and raised their hand. The patient was noted to be pacemaker dependent. An additional procedure was performed. The rv lead was explanted and replaced and the patient was upgraded to a cardiac resynchronization therapy pacemaker (crt-p) system. No additional adverse patient effects were reported.